Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation concurrently with urethropexy. It was reported that the patient underwent a mesh revision/removal, and removal of bladder stone in (B)(6) 2012. It was reported that the patient underwent a mesh revision/removal, and removal of bladder stone on (B)(6) 2012. It was reported that following insertion the patient experienced, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, and vaginal scarring. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.